Event description:
Reprocessed disposable pulse oximeter probes were applied to the pt. At the time of application, they appeared normally intact. Several hours later, when the probe would not pick up a signal, the wires were noted to have been pulled away from the probe unit and were exposed.